Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reay1294 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the patient, was hospitalized in [facility] on (B)(6) 2018 for colorectal cancer. PICC catheterization was required for chemotherapy. After opening the catheter set during the catheterization, it was found that the proximal end of the catheter was broken at the proximal joint. It was not used on the patient. The catheterization was completed after it was replaced with another catheter kit.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break is confirmed; however the exact cause is unknown. One 4 fr single lumen groshong nxt clearvue catheter with a stiffening stylet and white flushing hub inserted was returned for evaluation. An initial visual observation showed a brownish orange residue within the catheter, which is most-likely rust. Slight bends were observed in the stylet about 20 cm and 31 cm distal to the proximal end of the catheter. Another slight bend was observed in the stylet at the distal end of the cannula of the flushing hub, and a split was observed in the catheter at the location. The proximal end of the catheter was observed to be positioned on the cannula of the flushing hub such that it was almost touching the white plastic of flushing hub. A microscopic observation revealed the split in the catheter was jagged and most of the fracture surfaces were granular in texture. Striations were observed on the distal-most fracture surface of the split which was observed to be pointed and angled toward the cannula of the flushing hub. The point of this distal fracture surface was observed to be thin and curled inward and was originally positioned within the cannula in the sample¿s returned state. The edge of another side of the split was observed to be plastically deformed, likely due to over-stretch. Indentations were observed on the surface of the section of the catheter that was over the cannula of the flushing hub, near the catheter¿s proximal end. No damage or defect was observed on the distal end of the flushing hub cannula. The overall shape, physical characteristics, and location of the split observed in the catheter suggest the catheter was compressed against the cannula of the flushing hub as the catheter was pulled back toward the proximal end of the cannula; however this failure mode was not able to be replicated with a non-complaint sample. It is unknown when or exactly how the catheter experienced forces sufficient to cause such damage; therefore the root cause of the split in the returned catheter is unknown.

Event description:
It was reported that the patient, was hospitalized in [facility] on (B)(6) 2018 for colorectal cancer. PICC catheterization was required for chemotherapy. After opening the catheter set during the catheterization, it was found that the proximal end of the catheter was broken at the proximal joint. It was not used on the patient. The catheterization was completed after it was replaced with another catheter kit.